Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. When the pump was plugged into a power source, the pump would not recognize the power source and would not charge. A replacement wall adapter was sent to the customer and a follow up with the customer indicated that no further power source alerts occurred with the new wall adapter. The customer's blood glucose level was 187 mg/dl and it was addressed with a bolus.